Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The blood glucose of the customer was 400 mg/dl. The customer¿s other blood glucose level was 367 mg/dl. It was reported that calibration was failed and sensor could not find the signal. The customer did not provide the information related to the treatment. The device will not be returned for the analysis.